Event description:
It was reported that the device had an upstream occlusion and was unable to reset. The event occurred during self-testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the customer reported issue. However, the issue was not duplicated during functional testing. Therefore, a probable cause could not be determined.